Event description:
It was reported "the iab-06850-u they had a tough time putting the iab through the sheath". Additional information stated "I spoke to the perfusionist that was in the case. The patient could not come off bypass. They could not get the iab in, so they did a cut down. There was a lot of arterial bleeding. The iab was not going in easy. He wasn't sure how it was prepped. After the iab was in there was a high-pressure, high baseline alarm and the pump turned off. He stated it was a surgical error, the pump was great when they initiated pumping. They brought in another iab pump and it went well". Patient condition unknown at time of report. Associated to MDR 3010532612-2022-00312.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: additional information received from the complainant stated that "the catheter ruptured from excessive torque by the doctor. The central lumen was fractured 10cm from the distal tip". The catheter is unavailable for return.

Event description:
It was reported "the iab-06850-u they had a tough time putting the iab through the sheath". Additional information stated "I spoke to the perfusionist that was in the case. The patient could not come off bypass. They could not get the iab in, so they did a cut down. There was a lot of arterial bleeding. The iab was not going in easy. He wasn't sure how it was prepped. After the iab was in there was a high-pressure, high baseline alarm and the pump turned off. He stated it was a surgical error, the pump was great when they initiated pumping. They brought in another iab pump and it went well". Patient condition unknown at time of report. Associated to MDR 3010532612-2022-00312.